Event description:
Related manufacturer report number: 2017865-2022-03246. It was reported that a patient presented to clinic. Device interrogation revealed failure to capture on the left ventricular (lv) lead. On (B)(6) 2022, a fluoroscopy was performed and the lv lead was found dislodged. During the procedure, the lv and atrial lead were found adhered to each other. The physician elected to explant the atrial and lv lead. The atrial lead was replaced and the physician elected to complete procedure without a lv lead replacement. The patient was discharged from the hospital.